Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the doctor revised a shunt in which they used the antibiotic catheter system. According to the report, the catheter had detached from the valve, and the catheter was black. Reportedly, the catheter was left in the patient as there was no sign of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.